Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited pacing impedance measurements less than 200 ohms on the right ventricular (rv) channel. Additionally, there was decreased sensing measurements and increasing threshold measurements. A boston scientific technical services consultant documented and discussed the clinical observations. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited pacing impedance measurements less than 200 ohms on the right ventricular (rv) channel. Additionally, there was decreased sensing measurements and increasing threshold measurements. A boston scientific technical services consultant documented and discussed the clinical observations. The patient will continue to be monitored. No adverse patient effects were reported. Additional information was received and this lead has been explanted and successfully replaced. No additional adverse patient effects were reported.